Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to atrial fibrillation (af) in more than one episode. Boston scientific technical services (ts) suggested reprogramming options. This device remains in service. No additional adverse patient effects were reported.